Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the restock and pull up the medications. A technical support specialist performed to verify that the station has no uploads pending, checked the encryption, back up the database, started the station's data sync and maintenance services, download data synchronization setup to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was unable to restock and pull up the medications. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.